Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic bariatric bypass procedure, bleeding of not more than 500cc occurred where anastomosis was performed. There was no patient injury.